Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2015 and suture was used. Prior to using on the patient, the package was found to be not completely sealed and part of the device was sticking out of the package. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found that the packet was partially open with no seal margin in one of its ends.